Event description:
Patient performs peritoneal dialysis treatments at home using baxter supplies. Patient was using product 5c4482 minicap extended life pd transfer set with twist clamp to perform treatments. When treatment was completed patient went to disconnect the patient line from transfer set and could not. Each time she attempted to disconnect the transfer set the dark blue screw tip of transfer set would unscrew from the rest of the transfer set. This made disconnecting from machine difficult and may have exposed patient to risk infection due to contamination. FDA safety report ID# (B)(4).